Event description:
It was reported that the pump had moved out of the pocket because the patient had not followed her physician¿s post-operative instructions. She reportedly did too much and it caused the pump to move out of the pocket. In addition, at the time of report, the pump was seen to be sticking ¿way out¿. No information was provided regarding the drug contained in the device system.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).